Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) of 300 mg/dl. Customer alleged the pump was not delivering insulin. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned; however, a different issue was identified.